Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no egvs after software update occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a no egvs after software update could not be determined. A root cause could not be determined.